Manufacturer narrative:
Additional narrative: the product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot number device is unknown; therefore, the manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing, it was discovered that the drill bit/ burr device broke off in the locking shaft of the motor device. It was not reported if there were any delays to a surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was examined using a 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the device. It was observed that the piece of the device was broken off below the laser marking and the identification of the device and the lot number was not able to be identified. It was further determined that the cause of the failure was due to excessive force during use. It was determined that the failure did not appear to be caused by the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.